Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that the issue did not return. The field service engineer (fse) informed the customer that the drape or angle of the arm adjusts the range of motion. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to a setup related issue limiting the range of motion on the arm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 1 (usm1) was not functioning or moving as expected, when moving up it goes down. The customer replaced the instrument and the issue remained with a new instrument. The technical support engineer (tse) advised reseating the instrument and sterile adapter, but the issue remained. The tse then recommended re-draping the usm1 and trying a new instrument, which the customer planned to do at the end of the surgical procedure. The tse reviewed the system logs and found no related errors. The procedure was completed with no reported injury.